Event description:
The patient had no complaints pre dialysis, temperature 96.2, pulse 60, blood pressure 132/82, 2.4 kg weight gain. Dialysis was initiated in usual maner. Patient was scheduled for 3.75 hours treatment. 1 hour and 15 minutes into dialysis patient complained of shaking, chills and lower back pain. Temperature was 97.2, blood pressure 15 minutes prior was 146/76, dialysis was terminated, blood cultures were drain, blood was reinfused and dialysis was resumed use a new dialyzer and lines. The shaking continued throughout the treatment, patient's blood pressure dropped to 80/p two hours and 30 minutes into treatment and temperature increased to 99.0, 25 minutes before termination the patient vomited and complained of stomach pain. The patient's temperature increased to 100.1 after dialysis was terminated. The symptoms improved after treatment was terminated. IV were administered. The patient was sent home after dialysis. Blood pressure 130/?, temperature 100.2, weight 66.2 kg, 1.5 kg weight loss.